Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing line blew out. The following information was provided by the initial reporter: material no. 383519 batch no. 8093534. It was reported that the tubing line blew out. "I have a nexiva set, #383519, lot #8093534, that failed. The tubing line blew out just before the "y" port.

Manufacturer narrative:
The following fields have been updated with corrections: protocol # PMA/510(k)#: k183399.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected sample provided by your facility. Bd received one used nexiva 18ga unit without packaging from catalog number 383519; lot number 8093534. Through the visual microscopic evaluation, the extension tubing was observed to be split at the clear port of the winged adapter. The reported issue was confirmed. Although the reported defect was confirmed with the returned used unit, there was not enough physical evidence to confirm or support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing line blew out. The following information was provided by the initial reporter: material no. 383519 batch no. 8093534. It was reported that the tubing line blew out. "I have a nexiva set, #383519, lot #8093534, that failed. The tubing line blew out just before the "y" port.

Manufacturer narrative:
The following fields have been updated with additional information: date of event: (B)(6) 2019.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing line blew out. The following information was provided by the initial reporter: material no. 383519 batch no. 8093534. It was reported that the tubing line blew out. "I have a nexiva set, #383519, lot #8093534, that failed. The tubing line blew out just before the "y" port.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing line blew out. The following information was provided by the initial reporter: (B)(4). It was reported that the tubing line blew out. "I have a nexiva set, #383519, lot #8093534, that failed. The tubing line blew out just before the "y" port.